Event description:
It was reported that the right ventricular lead had a slow rise in impedance and was not showing high impedance. The pacing threshold also was trended with a rise. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 15:00:15. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance = 893 to 4047 ohms peak between (B)(6)-2011 and (B)(6)-2012.